Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, customer required assistance due to low bg, but declined to provide details on what assistance was needed or provided. Customer reverted to an alternate method of insulin delivery.